Event description:
The customer reported that diluent was leaking under the flow cell of a beckman coulter lh 750 hematology analyzer. The customer stated that the volume of fluid which had leaked was a few microliters and was not contained within the instrument. The customer was wearing personal protective equipment consisting of a lab coat and gloves and no exposure or injury was reported as a result of the leak. No erroneous results were generated and there was no change to patient treatment in association with this event. Beckman coulter field service engineer (fse) was dispatched and found a small tear on the sleeve of a line at the bottom of the flow cell. The fse replaced the lines from the diff mixing chamber and t-fitting to the flow cell. Repairs were verified and results met published performance specifications.

Manufacturer narrative:
(B)(4).